Event description:
This case was cross reference with case ID: (B)(4). (Cluster). This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional this case concerns (B)(6) patient (gender unspecified) who received treatment with synvisc one and later after unknown latency patient barely able to walk on left leg and swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (dose, indication and expiration date: not reported; lot number: 7rsl021) bilateral injection given on both knees. On an unknown date in (B)(6) 2017, latency unknown, patient had swelling in left knee and barely able to walk on left leg corrective treatment: not reported for all events outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a patient who received synvisc one injection from recalled lot and later had left knee swelling and was barely able to walk on left leg. Based upon the company investigation, the causal role of the product cannot be ruled out with the occurrence of events. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.